Manufacturer narrative:
Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number : 18313288 / 18616234 / 2000010100, model/catalog description: lead extension kit 35cm.

Event description:
A report was received that the patient was experiencing pain at the lead site. The patient underwent a revision procedure wherein the leads were buried deeper. The patient was doing well postoperatively.